Manufacturer narrative:
(B)(4). Batch # p58a67. Investigation summary: the analysis results that one ec45a device was returned with no visual non-conformances and with an ecr45w cartridge reload present. The cartridge reloads was received unfired. In addition a cartridge pan was found lodged inside the channel. Further analysis showed that the pan was received with the batch number missing. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during surgery, the surgeon tried to use ec45a and ec45w devices together but saw that they weren't compatible with each other and the stapler's anvil was narrow.